Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative/date.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown device lot number not provided/unknown. Reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. A piece of the screw is stuck in the implant. They will schedule the patient to retrieve screw after they receive the replacement. Tooth #6